Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, the customer disconnected from the tubing and attempted to perform fill tubing with multiple cartridges; however, the issue recurred. Customer's blood glucose was 341 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.